Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the controller was exchanged during a clinic appointment due to verdigris in the bend relief of the power cords.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of verdigris in the controller¿s bend reliefs was confirmed, as verdigris was observed within both of the returned system controller¿s (serial number (B)(6) connector-side bend reliefs upon arrival. The controller was functionally tested and performed as intended throughout all testing, and the verdigris was able to be cleaned and removed. A log file was also extracted from the controller, and the pump operated as intended throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: damaged connector-side bend reliefs. Fluid ingress within the cable jackets. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.